Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) due to concerns regarding atrial undersensing on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the available device data and noted atrial undersensed events that were due to the current programming. Ts recommended bringing the patient in for further evaluation and reprogramming adjustments based on the clinical findings. No adverse patient effects were reported. This ICD remains in service.